Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the image disappeared temporarily, and noisy image problem were likely due to cable damage. It is possible that the image disappeared temporarily because the video function did not work properly due to partial disconnection of the cable. However, a definitive root cause for the image disappearing temporarily could not be identified. This issue is addressed in the instructions for use (IFU): precautions against frozen or lost endoscopic images. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the hd autoclavable camera head had noisy image and loose contact. The issue was found during inspection. Inspection and testing of the returned device found the image was temporarily disappearing. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation revealed a dented connector and a twist in the cable unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.